Event description:
It was reported that pump screen was dark and pump would not turn on despite attempts to power it on and charge it. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button presses, connect pump to known working charger, and repeat charging steps, but pump did not turn on, so technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to use multiple daily injections as backup insulin therapy, place malfunctioning pump into storage mode, program pump settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid shipping label.